Event description:
Cannot move the shaft to withdraw the tines.

Manufacturer narrative:
The complaint, "cannot move the shaft to withdraw the tines", was confirmed. The screw anchor slipped on the drive tube due to an inadequate solder amount between the screw anchor and the drive tube.